Event description:
The (B)(6), female patient presented to emergency department with worsening back pain and bilateral lower extremity pain, weakness and numbness. The patient was initially seen at another institution 3 weeks prior with similar complaints. A myelogram and CT myelography showed "lumbar disc disease." Patient was advised she would require discectomy in near future. No mention of pulses or status of endo repair. No follow-up with her CT surgeon (performed aaa repair). There was no mention of obvious graft maldeployment on outside hospital studies. Patient admitted on (B)(6) 2011 to medicine service. Neurosurgery consult on (B)(6) 2011, repeat myelogram. This was indeterminate and CT myelogram also not conclusive on (B)(6) 2011. Ordered cta given history of endovascular aaa repair on (B)(6) 2011. On (B)(6) 2011, the endovascular stent graft was explanted because the two iliac limbs were implanted on the same side with improper placement. There was inadequate flow in the endograft and enlarging aneurysm sac growth. The implanting physician (from another institution) had deployed ipsilateral side of main body graft completely and deployed both iliac limbs in the ipsilateral side. This made it flow unilaterally vs. Bilaterally. During the open surgical explant and repair, the suprarenal fixation of the main body stent graft remained in the patient. The open aaa repair was completed with bifurcated dacron rifampin-soaked graft (2211x11). Patient did well post-op. Abis normal post-op and patient was discharged home on post operative day 5. The endovascular aaa repair images obtained revealed a full deployment of the ipsilateral limb prior to deployment of contralateral limb. Cannulation of ipsilateral gate by both wires. Deployment of both the ipsilateral and contralateral limb into the ipsilateral gate. Wide open contralateral gate. Endoleak. Patient did well post-op and has been discharged home.

Manufacturer narrative:
Event is still under investigation.